Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.b3: unknown; no information has been provided to date.

Event description:
It was reported that the pump continuously alarmed and exhibited error 1310. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Additional information is provided for h.2, h.3, and h.6. One device was received for evaluation. Visual inspection revealed the device was in good condition except for dso sensor and front housing. Functional testing was performed, and the reported issue was able to be replicated. The root cause was determined to be caused by the. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.